Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, received a fluid loss of 10cc's at 4 minutes into the procedure. The physician reapplied the tenaculum and the procedure was completed. Upon exam, physician noticed a small cervical burn and applied silvidine cream. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.